Event description:
The pt reported, the display screen of her insulin infusion device is so scratched, she can not see the display. She stated, she switched to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.